Event description:
The customer obtained lower than expected vitros total b-hcg ii quality control results while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No lower than expected vitros b-hcg ii patient results were reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros total b-hcg ii quality control results were obtained on the vitros 5600 integrated system. The customer cleaned the microwell incubator and purged the signal reagent probes to return the instrument to expected operation. Following these activities, acceptable vitros total b-hcg ii performance was observed. A definitive root cause could not be determined. However, the event is most likely instrument related due to signal reagent contamination in the reaction well.